Event description:
It was reported that four days after implant procedure, this patient presented to the emergency room (ER) due to a syncopal episode. Upon review, this right ventricular (rv) lead was found to be dislodged, leading into high pacing thresholds and loss of capture. The physician successfully repositioned the rv lead with good measurements. The patient was then discharged with renewed instruction not to raise his left arm until the lead matured. This rv lead remains in service. No additional adverse patient effects were reported.